Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, air was apparent in flush line. The catheter was removed to de air and upon removal, a spline inversion was visible on the catheter. A new catheter was opened to complete procedure. No patient complications were reported and no air was seen in the patient. It was further reported that air bubbles were seen in the flush line of the sheath and catheter.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.